Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the anterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: creases are observed. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture. Device has been explanted and replaced.

Event description:
Patient reported, left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d6a.

Event description:
Patient reported left side rupture. Device has been explanted and replaced.